Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to get an MRI done on their knee and hip and stated they went into the trailer where the MRI was and tried to connect with their ins to turn implant off, but they were unable to connect with their implant. Pt reported getting no device found when trying to connect with their implant to turn therapy off. Pt stated "four other techs" tried to connect with their ins but they were unable to. Pt stated to this day they are still unable to connect with their ins. Pt inquired if going near the MRI fields in the trailer could have messed up their implant. Pt provided event date as "the wednesday after my checkup". Pt reported getting no device found when trying to connect with ins on the call. Pt confirmed communicator was positioned correctly on their ins. Pt confirmed they could feel their ins and continued getting no device found message despite repositioning communicator on their ins. Pt reported they are not feeling stimulation anymore and stated usually they are use to the "ticking", but if they turn a certain way they feel stimulation, but reported they are not currently feeling stimulation. Th e patient was redirected to their healthcare provider to further address the issue. The patient went to the doctors over a month ago, while the manufacturing representative was there and everything was fine at that time.